Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china and similar past cases, omsc surmised that this phenomenon was attributed to inappropriate reprocessing by the user or deterioration of the combined device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon (foreign material came out), and also found that the edge of the air/water nozzle had been slightly damaged. Olympus (B)(4) surmised that the reported foreign material was attributed to the rubber crumbs that had deteriorated and fallen off from the rubber part of the irrigation tube connecting to the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the air/water nozzle was clogged. The user replaced the subject device to another similar device to complete the intended procedure. Olympus china found that foreign material came out from the air/water nozzle of the subject device during the incoming inspection of the subject device for repair. There was no report of patient injury associated with this event.